Event description:
Reportedly, the knife blade advanced and the staples fell out of the cartridge. While firing it functioned properly at both the proximal and distal end, but the middle, only resected did not staple, the staples just fell out into the cavity. Converted case to open gastric bypass.